Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd synapsys¿ there was misassociation of one sample. No patient impact reported. The following information was provided by the initial reporter: "customer is reporting description of lis transmission hx from one of the technologists "the tech skipped a culture (70ob23677545) and when the new patient populated on the kiestra screen (10ob23682401), it didn't populate on the cerner screen. The tech then resulted the culture and the results went to the previous culture which was skipped."

Event description:
It was reported that while using bd synapsys¿ there was misassociation of one sample. No patient impact reported. The following information was provided by the initial reporter: "customer is reporting description of lis transmission hx from one of the technologists "the tech skipped a culture (70ob23677545) and when the new patient populated on the kiestra screen (10ob23682401), it didn't populate on the cerner screen. The tech then resulted the culture and the results went to the previous culture which was skipped."

Manufacturer narrative:
H6. Investigation summary: this statement is to summarize the investigation of a complaint involving bd synapsys. According to the information provided, the customer reported that they had an lis transmission issue. This resulted in incorrect results reporting in the lis. No other issues were reported. During investigation, bd found out that the customer resulted the incorrect culture. This was due to a workflow issue as they did not wait until the lis screen changed. Synapsys worked as designed. This was an unconfirmed failure of a bd product. Review found complaints of this type were under statistical control for the month of september. Additionally, no adverse trend was identified for reports of this type. Device history record review was not applicable as this is a standalone software product and the operation/ functionality of this type of product is confirmed at the time of installation. Reports of this type will continue to be monitored. However, as there is no evidence of any new adverse trend, hazard, or risk, no additional action is currently indicated.